Manufacturer narrative:
The investigation of saturated flow and optical signal issue has been completed. Saturated flow: data logs were reviewed and the saturated flows were confirmed on (B)(6) 2025. Leading up to the first position alarm there is a drop in motor current, speed deviation, and suction alarm while running at a constant p-level. Additionally, the left ventricle placement signal (ps) amplitude becomes variable, often shrinking down to match the aortic ps. However, there is no motor current spike that would be expected during biomaterial ingestion. Following this event, the user starts to change p-level often, both position in ventricle and aorta alarms intermittently trigger, and pump flows become saturated depending on the p-level. Later in the case, specifically while running constant at p-7 the evening of (B)(6) 2025, motor current/pump flows can be seen to trend up and become saturated. Returned product was investigated and there were no abnormalities. There was no sign of biomaterial or blood ingress into the purge gap or even the motor housing when it was torn down. The pump was run in a bucket for 15 minutes and flows were within specification. Since data logs did not show conclusive causal evidence and the issue did not reproduce, the root cause of the saturated flows could not be determined. Optical signal issue: data logs were reviewed and the positioning alarms were confirmed on (B)(6)2025. Leading up to the first position alarm there is a drop in motor current, speed deviation, and suction alarm while running at a constant p-level. Additionally, the left ventricle placement signal amplitude becomes variable, often shrinking down to match the aortic ps. Following this event, the user starts to change p-level often, and both position in ventricle and aorta alarms intermittently trigger while pump flows become saturated at times. In terms of 5s parameters, gain, light, and lamp were all stable through the case. The signal-to-noise ratio and contrast were consistently low, and this would not cause the positioning alarms, only exacerbate the issue. Returned product was investigated and there were no abnormalities. The pump passed laser continuity and there was no sign of biomaterial in the purge gap or anywhere in the motor housing when torn down. When connected to a console, all 5s parameters and pump flows were within specification when running the pump in a bucket of water for 16 minutes. Clinical details report that the pumps position was confirmed several times with echocardiography. Since data logs do not show conclusive causal evidence, and the issue did not reproduce in the lab, the root cause of the optical signal issues could not be determined.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and the following day positioning alarms triggered despite pulsatile motor current. The impella was repositioned and proper placement confirmed under echocardiogram. Patient still required chemical support to maintain hemodynamics, possible work up for impella 5.5 was indicated. The following day, waveforms on remained unchanged since the morning when echocardiogram confirmed inlet 3.8cm from aortic valve. Placement monitoring was disabled. Another echocardiogram was planned with repositioning. Next days following, it was noted due to flow saturation, inaccurate position monitoring, and lack of improvement, a decision was made to explant the impella cp without exchange or escalation in care the impella cp device was removed on day four of support, and the patient was medically managed. The patient expired the same day after explant, however.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding.